Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 04jan2019. International UDI #(B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported ¿pressure regulation high" alarm occurred and screen went black. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 14mar2019. The philip's field service engineer (fse) could not duplicate the high pressure alarm. In addition, the fse identified a faulty led (light emitting diode) and subsequently replaced the power switch overlay. Overall checks and run in test were performed on the device to confirm functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.